Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported by the customer that during testing, the bur broke. It was also reported that there were no patient involvement, no adverse consequences and no delays as a result of this event.